Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 222 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in reservoir but the size of air bubble was 0.1 cm. Customer stated that the high pressure test was not possible for the all time. The customer stated that no leaks detected. The device will not be returned for analysis.